Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a patient was having problems charging the implant battery. It was said that every time the patient moved while charging, they lost the signal. The patient reported their daughter tried to help them charge yesterday and also had a hard time. The patient spoke to a manufacturer representative (rep) about the issue and requested adhesive discs for charging. The rep stated the patient's skin was moving, but the unit was not. No symptoms or further complications were reported.